Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien troubleshot this issue with the customer over the phone. The customer will replace the psol valve assembly as a precaution. Covidien was not authorized to service the device.